Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of difficulty threading the guidewire through the catheter was confirmed and the root cause was determined to be use related. The product returned for evaluation was one dialysis catheter insertion stylet and one j-tip guidewire. Microscopic inspection of the returned unit found that a mass of material was present on the guidewire inside the stylet near the distal end of the flushing hub. The guidewire was functionally tested by attempting to threaded it through the insertion stylet. The guidewire encountered resistance at the distal end of the flushing hub and could not be threaded through. The guidewire appeared to get stuck when attempting to pass over the mass of material previously identified. As the material couldn't be properly observed through the stylet tubing, the guidewire was pulled out of the stylet. Further inspection found that material was a mass of fibers covered with blood residue. The fibers resembled the fibers present in a gauze. The features observed during investigation indicated that the mass of material prevented adequate threading of the guidewire, and the material was found to have likely originated from the user environment. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported that the guidewire failed to pass through the catheter, but when the same new product was opened, it passed through without issue. No further information was provided. 03/10/2026: it was found during an investigation a mass of material was found on the guidewire.